Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2021 the patient had pain in the pump pocket. It was noted the pump was mobile. It was noted the patient was awaiting pump explant. The hcp did a reprogramming of the entire system where they decreased the dose by 33%. The outcome was noted as ongoing. The device and clinical diagnosis were other pump pocket and mobile pump painful. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021.